Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing blood glucose level and sensor issues. Blood glucose level at the time of the incident was 52 mg/dl and sensor glucose was 40 mg/dl. Customer was also getting alert for calibration error and change sensor. Customer was recommended about proper insertion techniques and site location. Customer declined troubleshooting for low blood glucose. The sensor will be replaced/returned for analysis. Frn reservoir unknown. Ozp mmt 7020 sensor.